Event description:
The event is reported as: during the surgical procedure, when loaded 5-6 clips, the applier blocked and could not go on loading clips. No patient injury reported.

Manufacturer narrative:
It is unknown at the time of this report as to the availability of device sample. The results of the investigation are not available at the time of this report.